Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2025. The infusion set cannula was bent. The event occurred within three hours of insertion. The insertion sites were abdomen, upper buttocks, and thigh. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.